Event description:
It is reported that a revision surgery occurred due to a possible allergic reaction and pain.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also no x-rays were returned for review. Patient information such as height, weight, and activity level is unknown. There is insufficient information available to determine probable cause of the complaint. Evaluation: no product was returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. The information did not point to metal allergy as causal factor in the revision. As a corrective action, a retraining program for users outside the u.s. Was initiated in 11/2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in 07/2008 as correction z-2415/2426-2008. No further action is indicated and zimmer considers the investigation closed. (B) (4).